Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("device had migrated, migration of essure (location of device: migration to uterus)") and pregnancy with contraceptive device ("was six months pregnant in late 2011, and the device had migrated, pregnancy (no complications)") in a 24-year-old female patient (gravida 3, para 2) who had essure (batch no. 20205263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 1. In 2009, the patient experienced pelvic pain ("pain, shortly after procedure, severe pain (other than during menstrual cycle) began") and dyspareunia ("shortly after procedure, pain during intercourse"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced alopecia ("lost a lot of hair and it does not grow much"). In (B)(6) 2010, the patient experienced tooth loss ("dental problems : lost teeth"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced menorrhagia ("heavy abnormal menstruation bleeding"). On (B)(6) 2012, 2 years 4 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2012, the patient experienced vaginal discharge ("vaginal discharge (abnormal amount of discharge right after each menstruation)"). In 2015, the patient experienced abdominal pain lower ("cramping when not menstruating"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), night sweats ("night sweats ") and nausea ("nausea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen, surgery (device was removed) and surgery (cesarean section with tubal ligation). Essure was removed in (B)(6) 2012. At the time of the report, the device expulsion, pregnancy with contraceptive device, pelvic pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, headache, alopecia, tooth loss, vaginal discharge, abdominal pain lower, back pain, night sweats and nausea outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2012. 3185g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, night sweats, pelvic pain, pregnancy with contraceptive device, tooth loss, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs: essure removal was reported as no (discrepancy per previously reported). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2011: positive ultrasound scan - on (B)(6) 2011: 20 weeks pregnancy; on (B)(6) 2011: single living intrauterine gestation/cephalic posi late 2011, test (unspecified): six months pregnant and the device had migrated. She has undergone essure confirmation test : result unknown. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pregnancy with contraceptive device, headache, abdominal pain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: nausea, night sweats . Most recent follow-up information incorporated above includes: on 8-jun-2018: social media post: nausea, night sweats, reporter were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("device had migrated, migration of essure (location of device: migration to uterus)"), pregnancy with contraceptive device ("was six months pregnant in late 2011, and the device had migrated, pregnancy (no complications)") and genital haemorrhage ("abnormal bleeding (general),") in a 24-year-old female patient (gravida 3, para 2) who had essure (batch no. 20205263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 1. In 2009, the patient experienced dyspareunia ("shortly after procedure, pain during intercourse"). In october 2009, the patient experienced pelvic pain ("pain, shortly after procedure, severe pain (other than during menstrual cycle) began"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("cramping when not menstruating"), back pain ("back pain") and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient had essure inserted. In november 2009, the patient experienced alopecia ("lost a lot of hair and it does not grow much"). In january 2010, the patient experienced tooth loss ("dental problems : lost teeth"). In 2011, the patient experienced vaginal discharge ("vaginal discharge (abnormal amount of discharge right after each menstruation)"). In august 2011, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In february 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("heavy abnormal menstruation bleeding"). On (B)(6) 2012, 2 years 4 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), night sweats ("night sweats"), nausea ("nausea") and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen, surgery (device was removed) and surgery (cesarean section with tubal ligation). Essure was removed in march 2012. At the time of the report, the device expulsion, pelvic pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, headache, alopecia, tooth loss, vaginal discharge, abdominal pain lower, back pain, night sweats, nausea, genital haemorrhage and abdominal pain outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2012. 3185g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, night sweats, pelvic pain, pregnancy with contraceptive device, tooth loss, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs: essure removal was reported as no (discrepancy per previously reported). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in september 2011: positive ultrasound scan - on (B)(6) 2011: 20 weeks pregnancy; on (B)(6) 2011: single living intrauterine gestation/cephalic posi late 2011, test (unspecified): six months pregnant and the device had migrated. She has undergone essure confirmation test : result unknown. Date: oct2009 type of test: other (please describe) - test with dye and MRI. Results: other (please describe) unknown - no one called with results. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pregnancy with contraceptive device, headache, abdominal pain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: nausea, night sweats quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: abnormal bleeding (general),abdominal pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("device had migrated, migration of essure (location of device: migration to uterus)") and pregnancy with contraceptive device ("was six months pregnant in late 2011, and the device had migrated, pregnancy (no complications)") in an adult female patient (gravida 1, para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient experienced pelvic pain ("pain, shortly after procedure, severe pain (other than during menstrual cycle) began") and dyspareunia ("shortly after procedure, pain during intercourse"). On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), tooth loss ("dental problems : lost teeth") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (cesarean section on (B)(6) 2012, at that time the device was removed).essure was removed in march 2012. At the time of the report, the device expulsion, pregnancy with contraceptive device, pelvic pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, headache, alopecia, tooth loss and vaginal discharge outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2011. The reporter considered alopecia, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth loss, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs: essure removal was reported as no (discrepancy per previously reported). Diagnostic results: late 2011, test (unspecified): six months pregnant and the device had migrated. She has undergone essure confirmation test : result unknown. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet : pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia), migraines / headaches, migration of essure (location of device: migration to uterus), dental problems, dysmenorrhea (cramping), pain, vaginal discharge, hair loss added as events. The patient, product and reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("device had migrated, migration of essure (location of device: migration to uterus)") and pregnancy with contraceptive device ("was six months pregnant in late 2011, and the device had migrated, pregnancy (no complications)") in a 24-year-old female patient (gravida 3, para 2) who had essure (batch no. 20205263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 1. In 2009, the patient experienced pelvic pain ("pain, shortly after procedure, severe pain (other than during menstrual cycle) began") and dyspareunia ("shortly after procedure, pain during intercourse"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced alopecia ("lost a lot of hair and it does not grow much"). In (B)(6) 2010, the patient experienced tooth loss ("dental problems : lost teeth"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced menorrhagia ("heavy abnormal menstruation bleeding"). On (B)(6) 2012, 2 years 4 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2012, the patient experienced vaginal discharge ("vaginal discharge (abnormal amount of discharge right after each menstruation)"). In 2015, the patient experienced abdominal pain lower ("cramping when not menstruating"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), night sweats ("night sweats") and nausea ("nausea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen, surgery (device was removed) and surgery (cesarean section with tubal ligation). Essure was removed in (B)(6) 2012. At the time of the report, the device expulsion, pregnancy with contraceptive device, pelvic pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, headache, alopecia, tooth loss, vaginal discharge, abdominal pain lower, back pain, night sweats and nausea outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2012. 3185g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, night sweats, pelvic pain, pregnancy with contraceptive device, tooth loss, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs: essure removal was reported as no (discrepancy per previously reported). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2011: positive ultrasound scan - on (B)(6) 2011: 20 weeks pregnancy; on (B)(6) 2011: single living intrauterine gestation/cephalic posi late 2011, test (unspecified): six months pregnant and the device had migrated. She has undergone essure confirmation test : result unknown. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pregnancy with contraceptive device, headache, abdominal pain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: nausea, night sweats quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Entry of FDA codes, expiration date, MFR date and addition of ptc global number reference. Device problem codes provided. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("device had migrated, migration of essure (location of device: migration to uterus)") and pregnancy with contraceptive device ("was six months pregnant in late 2011, and the device had migrated, pregnancy (no complications)") in a 24-year-old female patient (gravida 3, para 2) who had essure (batch no. 20205263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 1. In 2009, the patient experienced pelvic pain ("pain, shortly after procedure, severe pain (other than during menstrual cycle) began") and dyspareunia ("shortly after procedure, pain during intercourse"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced alopecia ("lost a lot of hair and it does not grow much"). In (B)(6) 2010, the patient experienced tooth loss ("dental problems : lost teeth"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced menorrhagia ("heavy abnormal menstruation bleeding"). On (B)(6) 2012, 2 years 4 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2012, the patient experienced vaginal discharge ("vaginal discharge (abnormal amount of discharge right after each menstruation)"). In 2015, the patient experienced abdominal pain lower ("cramping when not menstruating"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen, surgery (device was removed) and surgery (cesarean section with tubal ligation). Essure was removed in march 2012. At the time of the report, the device expulsion, pregnancy with contraceptive device, pelvic pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, headache, alopecia, tooth loss, vaginal discharge, abdominal pain lower and back pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2012. 3185g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth loss, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs: essure removal was reported as no (discrepancy per previously reported). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in september 2011: positive. Ultrasound scan - on (B)(6) 2011: 20 weeks pregnancy; on (B)(6) 2011: single living intrauterine gestation/cephalic posi. Late 2011, test (unspecified): six months pregnant and the device had migrated. She has undergone essure confirmation test : result unknown. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pregnancy with contraceptive device, headache, abdominal pain. Most recent follow-up information incorporated above includes: on 7-jun-2018: mr received. Reporter was added. Essure lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("device had migrated, migration of essure (location of device: migration to uterus)") and pregnancy with contraceptive device ("was six months pregnant in late 2011, and the device had migrated, pregnancy (no complications)") in a 24-year-old female patient (gravida 3, para 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 1. In 2009, the patient experienced pelvic pain ("pain, shortly after procedure, severe pain (other than during menstrual cycle) began") and dyspareunia ("shortly after procedure, pain during intercourse"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced alopecia ("lost a lot of hair and it does not grow much"). In (B)(6) 2010, the patient experienced tooth loss ("dental problems : lost teeth"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced menorrhagia ("heavy abnormal menstruation bleeding"). On (B)(6) 2012, 2 years 4 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2012, the patient experienced vaginal discharge ("vaginal discharge (abnormal amount of discharge right after each menstruation)"). In 2015, the patient experienced abdominal pain lower ("cramping when not menstruating"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen, surgery (device was removed) and surgery (cesarean section with tubal ligation). Essure was removed in (B)(6) 2012. At the time of the report, the device expulsion, pregnancy with contraceptive device, pelvic pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, headache, alopecia, tooth loss, vaginal discharge, abdominal pain lower and back pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2012. 3185g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth loss, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs: essure removal was reported as no (discrepancy per previously reported). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in september 2011: positive ultrasound scan - on (B)(6) 2011: 20 weeks pregnancy; on (B)(6) 2011: single living intrauterine gestation/cephalic posi late 2011, test (unspecified): six months pregnant and the device had migrated. She has undergone essure confirmation test : result unknown. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pregnancy with contraceptive device, headache, abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet (pfs) ¿ new reporters (healthcare facilities ¿ case became medically confirmed); plaintiff¿s demographic data; previous reported event amendment (from abnormal bleeding (menorrhagia) to heavy abnormal menstruation bleeding and from hair loss to lost a lot of hair and it does not grow much); onset date of events heavy abnormal menstruation bleeding (B)(6) 2012), lost teeth (B)(6) 2010), lost a lot of hair and it does not grow much (B)(6) 2009), dysmenorrhea (2010), pregnant with essure (B)(6) 2011), vaginal discharge (2012), and essure migrated to uterus (B)(6) 2012); new adverse events (cramping when not menstruating and back pain); and treatment drug (ibuprofen). On (B)(6) 2018: medical records ¿ new reporters (healthcare facilities ¿ case became medically confirmed); delivery date (B)(6) 2012); and delivery details (male baby with 3185g, apgar 8 and 9, and gestational age at delivery was 39 weeks) incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and was (B)(6) pregnant in late 2011, and the device had migrated. She underwent cesarean section child birth and at that time the device was removed. The events are anticipated according to the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. It is not known whether the essure device was migrated first and the pregnancy followed, or whether it was in place during the conception and was migrated later, during pregnancy. Nevertheless, a causal relationship between both events with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated") and pregnancy with contraceptive device ("was six months pregnant in late 2011, and the device had migrated") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). On (B)(6) 2009, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first, second and third trimesters of pregnancy. In 2009, the patient experienced pelvic pain ("shortly after procedure, severe pain (other than during menstrual cycle) began") and dyspareunia ("shortly after procedure, pain during intercourse"). In 2011, the patient experienced pregnancy with contraceptive device (serious criterion medically significant). On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (cesarean section in (B)(6) 2012, at that time the device was removed) and surgery (cesarean section in (B)(6) 2012). Essure was withdrawn. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain and dyspareunia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2012. The reporter considered device dislocation, pregnancy with contraceptive device, pelvic pain and dyspareunia to be related to essure. Diagnostic results: late 2011, test (unspecified): six months pregnant and the device had migrated. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and was six months pregnant in late 2011, and the device had migrated. She underwent cesarean section child birth and at that time the device was removed. The events are anticipated according to the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. It is not known whether the essure device was migrated first and the pregnancy followed, or whether it was in place during the conception and was migrated later, during pregnancy. Nevertheless, a causal relationship between both events with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.